Event description:
The lead was previously reported as cut and capped and left in situ due to a report of a j retention wire fracture without protrusion through the outer polyurethane insulation. The capped lead was actually capped on 5/7/98 due to high thresholds (see MDR#1723248-1998-00476) this capped lead has now been explanted due to a j retention wire fracture without protrusion through the outer polyurethane insulation. Explant method: intravascular, superior technique/tools: direct traction with locking stylet, intravascular counter traction, sheath(s), laser no complications.